Event description:
It was noted that the plastic on the tunneling tool damaged. It was noted that there was no patient death and no patient injury. It was noted that it was unknown which lead package the tunneling tool came from.

Manufacturer narrative:
Concomitant products: product ID: neu_tunnelingtool, serial# unknown, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the tunneling tool found that the plastic sheath appeared to be torn along the length of the sheath. It was noted that it appeared to be possibly twisted. It was noted that the tunneling tool was slightly bent. It was noted that the passing straw with the tunneling tool was damaged.